Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrode from the lifevest. The patient described the skin irritation as raw, open skin, "about the size as a dime", and "really painful". There was no alleged device malfunction contributing to the irritation. The patient reported irritation might have been infected. The patient followed up with her physician and was prescribed antibiotics (doxicycline 100 mg). Outcome of the irritation is unknown.